Event description:
One device reported as having a false positive result. Complainant performed an additional lucira test an hour later with a negative result. The next day the complainant took two additional tests (1 binax now and 1 rt-pcr) and received negative results.

Manufacturer narrative:
Product was not returned. A DHR review of the associated kit lot number (k08a01071021ad2) was completed, and 0 discrepancies were found. A review of existing capas, scars and ncmrs were completed and there are no prior records related to "false positive" failure mode for this lot nor any previous complaints from this customer associated with "false positive" result issues. The complaint rate for "false positive" is under the expected threshold of 2% (label claim)/1% (internal warning limit). Lucira health will continue to monitor trends related to false positive results in accordance with post-market surveillance process. Test lot dhrs reviewed: (B)(4) (associated internal lot # 210762-7q), sample vial lot dhrs reviewed:(B)(4) (associated internal lot #s 210762-2uu) .based on the complaint review, no harm was reported within the complaint. This device is marketed under eua 210196 check-it.